Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak in the drip housing assembly at the downstream part was observed. The reported condition was verified. The cause was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a y-type tur/bladder irrigation set had a hole resulting in leakage of saline. This occurred during priming. There was no patient involvement. No additional information is available.